Event description:
These bags have stress points in the plastic, which cause the bags to leak during compounding or shipping. Rptr believes the the stress points are caused from the blue clips attached to the tubing. The blue clips have sharp points on them and the stress part on the bag matches the points on the blue clips. In the packaging by braun - there is too much weight causing stress points on the bags.